Manufacturer narrative:
Based on additional information, the following fields have been corrected and updated: b5, d4 lot, expiration date, UDI, h4, and h10. At this time, there is no allegation regarding the specific lot number as being indicated in this event. Based on the circumstances of the event, the issue appears to be unrelated to a specific lot of the amplification kit. Given the absence of any allegation or evidence suggesting the specific lot of amplification kit was involved, the event does not meet the criteria for a reportable incident. Therefore, it is being classified as not reportable. This MDR is no longer considered a reportable event. Therefore, it is a duplicate of 3005248192-2025-00241.

Event description:
The customer reported two false negative result on the alinity m hr hpv assay on the same application specification file. Patient with sample ID (sid) (B)(6) was initially tested on the (B)(6) 2025 with a positive curve for other b target but sample failed with error code 1992 (= fluorescence signal evaluation did not meet expected criteria. Maximum cycle difference between cycle threshold CT and adjusted fractional cycle number [fcn] was exceeded for other hr hpv b.). Customer repeated the sample twice the next day on 2 lots using the same application specification file, and both results were reported as "not detected". The customer retested the sample on another platform and received a positive result which finally was reported. There was no impact to patient managemnt. The customer had no expectation for the result as this was a screening sample. They are currently reviewing curves for each result and repeat samples in case an amplification curve is seen in conjunction with a "not detected" interpretation.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. Related MDR for additional lot: 3005248192-2025-00241.

Event description:
The customer reported a false negative result on the alinity m hr hpv assay. Patient with sample ID (sid) (B)(6) was initially tested on the (B)(6) 2025 with a positive curve for other b target but sample failed with error code 1992 (= fluorescence signal evaluation did not meet expected criteria. Maximum cycle difference between cycle threshold CT and adjusted fractional cycle number [fcn] was exceeded for other hr hpv b.). Customer repeated the sample twice the next day on lot numbers 410343 and 410617, and both results were reported as "not detected". The customer retested the sample on another platform and received a positive result which finally was reported. There was no impact to patient managemnt. The customer had no expectation for the result as this was a screening sample. They are currently reviewing curves for each result and repeat samples in case an amplification curve is seen in conjunction with a "not detected" interpretation.